Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. On the same day as the event onset, the patient was hospitalized. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not provided) and an unspecified antibiotic (dose, route, frequency, and duration not reported) for peritonitis. Eleven days after admission, the patient was discharged from the hospital. On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.